Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hd therapy utilizing the 2008t machine and the patient event of coding with transfer to the ICU. However, there is no documentation to show a causal relationship between the adverse event and the use of the 2008t machine. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. The blood pump stopped alarm could have resulted from poor blood flow due to the cardiac arrest. The patient was an acute hospital patient admitted for unknown reasons. The status of the patient prior to treatment is unknown. Cardiac arrest is a common clinical event in dialysis patients with a high degree of lethality. Based on the available information and no allegation of a machine malfunction or deficiency, the 2008t machine can be ruled out as the cause of the patient¿s cardiac arrest and placement in the ICU.

Event description:
A hospital biomedical technician (biomed) contacted fresenius technical support to report that a patient coded during hemodialysis (hd) treatment (date not provided). The patient was dialyzing on a fresenius 2008t machine when the event took place. The biomed stated that the patient did not expire. It was reported that a blood pump stopped alarm had occurred on the machine. The crash cart was used, and the patient was administered saline. The patient was reportedly transferred to the intensive care unit (ICU). The biomed didn¿t think there was a machine issue, but a machine evaluation was required. During follow up, additional information pertaining to the reported event could not be obtained from the charge nurse. However, the biomed was able to provide some details. The biomed stated the patient was an acute hd patient who was already admitted to the hospital for unknown reasons. The biomed didn¿t have access to patient records and was unable to provide clinical information. The machine was evaluated, and all parameters were found to be within specification. The machine was subsequently put back in service. Through multiple attempts, no additional information could be obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.